Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) looked partially deployed coming out of package. The device never went into the patient and another unknown 6/7 f mynx control was used and successfully deployed. The patient outcome was successful and there was no reported patient injury. The device was used in a percutaneous coronary intervention (pci). The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was stored according to instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
-A review of the manufacturing documentation associated with lot f2215802 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) looked partially deployed coming out of package. The device never went into the patient and another unknown 6/7 f mynx control was used and successfully deployed. The patient outcome was successful and there was no reported patient injury. The device was used in a percutaneous coronary intervention (pci). The user was trained to the device. There were no visible signs of device/package damage prior to use. The device was stored according to instructions for use (IFU). The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. It was reported that ¿a 6/7f mynx control vascular closure device (vcd) looked partially deployed coming out of package.¿, and that ¿the device never went into the patient.¿ however, the sealant was observed exposed blood and remained in the manufacturing position. The sealant outer sleeve assembly was observed to have been severely kinked/bent. It is unknown if the sealant sleeve was damaged during the procedure or during transit. The condition of the returned device indicates that the device may have been inserted into an existing procedural sheath during the procedure and does not match the complaint description. There were no damages observed in the atraumatic wire distal tip. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant outer sleeve assembly was severely kinked/bent outward, and the sealant was exposed to blood, and remained in the manufacturing position. Per functional analysis, a simulated deployment test was performed, and buttons 1 and 2 were able to be fully depressed without issue. The buttons performed as intended per the mynx control IFU. A product history record (phr) review of lot f2215802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature during prep¿ was not confirmed due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.